Event description:
It was reported that low impedance and decreased r-waves were observed. X-ray/fluoroscopy revealed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.